Event description:
It was reported that the pt had "a couple of serious seizures" recently. It is unk if this is an increase or what the relationship of the seizures to pre-vns levels is. Attempts for further information have been unsuccessful to date.